Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 1/21/2020. [Additional event information]: the healthcare professional reported that during the coil embolization procedure targeting an unruptured aneurysm, the 2.5mm x 3.5cm galaxy g3 mini coil (glm925035 / l14574) and the enpower control cable (ecb00018200 / s14674) were connected and the physician attempted to detach the coil. The button was pressed five times, but the coil could not be detached. The coil was successfully removed from the patient. It was reported that all the connections fit properly without the application of force. The coil and the control cable were replaced, and the procedure was completed without any clinically significant procedural delay. There was no report of any patient adverse event or complication. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting an unruptured aneurysm, the 2.5mm x 3.5cm galaxy g3 mini coil (glm925035 / l14574) and the enpower control cable (ecb00018200 / s14674) were connected and the physician attempted to detach the coil. The button was pressed five times, but the coil could not be detached. The coil and the control cable were replaced, and the procedure was completed. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l14574) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting should they be encountered during use. Per the IFU: ¿if a fault light is detected, the system ready light is not illuminated, or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire microcoil system and redeploy a new microcoil system.¿ with the information provided in the complaint and without the product available for analysis, the customer reported issue documented in the complaint cannot be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting an unruptured aneurysm, the 2.5mm x 3.5cm galaxy g3 mini coil (glm925035 / l14574) and the enpower control cable (ecb00018200 / s14674) were connected and the physician attempted to detach the coil. The button was pressed five times, but the coil could not be detached. The coil and the control cable were replaced, and the procedure was completed. There was no report of any patient adverse event or complication.